Event description:
The customer reported that the reservoir volume alarm was set high. The customer stated that they have never used the feature and is not sure what its for. Assisted the customer with turning the feature off. Two days later the customer called back and informed that they were hospitalized for dka. The customer indicated that they did not follow the two high bg rule. The customer informed that they were having a heart issue because of the way they were feeling. Bgs were treated with IV drip. The alarm history revealed an alarm. The pump settings could not be retrieved because the pump batteries were removed. Also the customer mentioned that the driver arms are bent and the reservoir door would not close.